Event description:
It was reported in per form that this right ventricular (rv) lead was repositioned due to dislodgement, which was at pre-discharge and confirmed by x-ray. No additional adverse patient effects were reported.